Event description:
It was reported that demo insulin pump would not turn on even when button was pressed for one minute. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.